Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector luer stuck to the hub and made it difficult to disconnect the device during use. The following information was provided by the initial reporter: "anesthesia and nursing staff are having to pull IV catheters because the luer is sticking into the hub and they are not able to remove it."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of the luer being defective was received from the customer. No product or photo was returned by the customer. The customer complaint of adapter/ connector defective/ damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz5309-bns because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.